Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient obtained an unspecified error message on the reported meter; she was unable to obtain a blood glucose reading. The patient was unable to specify which error message occurred. The patient took the action of consuming more food and/or drink. The patient did not report experiencing any symptoms of high or low blood glucose levels. Afterwards, the patient went to the emergency room, where her blood glucose level was tested, however, the result was not provided. The patient received intravenous treatment with fluids. The patient manages her diabetes with insulin taken on a sliding scale. The issue was not resolved with troubleshooting. The meter was replaced. The patient allegedly received emergency medical attention and treatment with fluids after she was unable to test her blood glucose level due to the reported meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.